Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this cadd cassette reservoir persistently gave "no disposable" alarm. No adverse effects reported.

Manufacturer narrative:
One cadd cassette reservoir was returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. During visual inspection the pump tube presented a deformation, the pump tube was not centered under the arch. Some creases were detected in the assembly bag, located in the left bottom part. A syringe was used to infuse water into the assembly bag, the assembly bag couldn't fill completely because creases in assembly bag don't allow infuse water. A review of the manufacturing process was conducted by quality intern, in order to verify that there are no situations or practices that could create the event as described in the "complaint description" section. A review of the production floor was conducted, a sample of 32 units were taken in order to verify for that the bags were correctly placed; no discrepancies were detected.